Event description:
It was reported that during an egd with dialation, dr thought there might be perforation because there was bleeding in the upper esophagus, after rinsing and suctioning, he determined that it did not look like a perforation. And now they are saying the pt has had a perforation because the pt is losing blood. They are in ICU. Pt had reoperation to repair perforation. Product director and rep met with user, he confirmed that he was unfamiliar with correct use of the device and therefore implemented his own technique. Doctor assumes full responsibility for the outcome of this case. Pt is home and doing fine.